Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260305.018. Hardware: pixel 8a. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 270 mg/dl while wearing the pod for approximately 4 to 24 hours. Upon removal from the infusion site (hip/buttocks), the pod¿s cannula was found to be blocked with blood and bent. Additionally, insulin leakage was reported, along with redness and what was described as a ¿bump¿ at the infusion site. As treatment, a new pod was applied.